Event description:
It was reported a patient developed a severe medical complication from an allergic response to the aligners. Patient first reported sensation of tingling and bitterness taste in her tongue after 2 days of wearing aligners. Doctor suggested her to wear the aligners for a full week since there is an adjustment period to aligners. After 1 week of wearing them, patient reported that her symptoms had not improved. But worsened. Patient looked for medical attention with a familiar medicine doctor for this reaction. The diagnosis was edema of the epiglottis from allergic reaction. It was prescribed zyrtec and the patient is fully recovered.

Manufacturer narrative:
It was reported a patient developed a severe medical complication from an allergic response to the aligners. Patient first reported sensation of tingling and bitterness taste in her tongue after 2 days of wearing aligners. Doctor suggested her to wear the aligners for a full week since there is an adjustment period to aligners. After 1 week of wearing them, patient reported that her symptoms had not improved but worsened. Patient looked for medical attention with a familiar medicine doctor for this reaction. The diagnosis was edema of the epiglottis from allergic reaction. It was prescribed zyrtec and the patient is fully recovered.